Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ef7q, implanted: (B)(6) 2014, product type lead. (B4).

Event description:
It was reported that a patient never had therapeutic effect, the device didn¿t work, it hadn¿t helped her, and so she was done. The device hadn¿t helped for a year. Someone wanted the patient to do a couple other things before trying something else, but the patient was done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.